Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 (mg/dl). Reportedly, the customer's significant other contacted emergency personnel who were able to treat the customer with intravenous dextrose. The customer was not taken to the hospital for the event. Customer indicated that they have spoken with their health care provider about this event.

Manufacturer narrative:
Review of pump data by quality engineering. Review of pump data showed four low blood glucose (bg) levels recorded between (B)(6) 2016 and (B)(6) 2016. Pump data did not show any erratic bolus deliveries or changes made to the basal insulin rate settings. Pump data did not record anything unusual prior to the low bg level entries that would have caused the customer to go low. There was no indication that the insulin pump malfunctioned or experienced a failure.